Event description:
Patient self tester alleging discrepant results. Inratio 6.0, repeat 1.9. Time between tests 10 minutes. Patient's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.